Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins charger (insr) was overheating, and they could not get it to work at all. They could not charge it, and their ins was dead. It was reported the black cord was bent, and the patient was in pain. It was reported the connector pins were bent on both the insr and desktop charger (dtc). A replacement dtc and insr was sent to the patient. No out-of-box failures and further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.